Event description:
Return reason: the customer reported that the catheter did not measure pt's c.o. After insertion. Analysis determined: investigation found the catheter had an electrical short circuit due to mispositioned electrical pins within the electrical connector base. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.